Event description:
A customer observed a false negative ahbc result for a pt sample on the vitros eci system. No biased results were reported to the physician. False negative results may lead to inappropriate action. There was no report of pt harm as the result of this event.